Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the curved bipolar dissector instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a piece of plastic broke at the hinge of the curved bipolar dissector instrument, fell inside the patient, and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the piece of plastic from the curved bipolar dissector instrument to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of plastic broke at the hinge of the curved bipolar dissector instrument. The fragment fell into the patient and was retrieved during the same procedure. The procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the customer who provided the following additional information: the surgeon was pulling on the rib when the piece of the instrument "just snapped off". The instrument was inspected prior to use and did not collide with any other instruments. The nurse suspected that the surgeon "probably pulled too hard" and the instrument broke. The fragment was retrieved with alligator graspers. The patient has not returned to date due to any complication. There was no patient injury during or post procedure.